Event description:
It was reported that during a laparoscopic gastric bypass procedure, on first firing of the device with a reload on the stomach, the surgeon fired the instrument and upon opening it on the tissue observed that the cartridge had been ejected from the gun and the staple line was distrupted with two major otomies in the stomach. Upon inspection of the cartridge it was evident that the drivers were partially fired with the distal 1/3 of staple drivers not activated. After the case the surgeon recognized this as a "long-loading" of the gun, but requested that confirmation be made to rule out any other explanation. The procedure was completed with another device of the same product code. There was no patient consequence.